Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms. A specific cause for these events could not conclusively be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 15feb2025 through 27feb2025. Several low flow hazard alarms were observed on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding updated patient status and imaging results; however, no further information was provided by the customer. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated "pp" meant pump power. Eogo was confirmed. The patient had a low flow alarm and became unresponsive. The patient was at international normalized ratio (inr) goal of 2.2. They also had low blood pressure. The patient received epinephrine. Once blood pressure stabilized, the patient also received intravenous fluid (ivf) and started on levophed (norepinephrine). A pan scan showed old subsegmental pulmonary embolisms, old infrarenal mural aortic thrombus, and what looked like eogo at the site of the bend relief. The plan of care was to monitor eogo with hemolysis labs, pump parameters, and echos. If there were any discrepancies, a chest CT would be performed.

Event description:
It was reported that the patient had a computed tomography angiography (cta) of the chest that showed possible extrinsic outflow graft obstruction (eogo). There were no ventricular assist device (vad) alarms noted of increase "pp." Log files were sent for review. The event log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. These flow readings did not appear to be the result of any external equipment malfunction. Tech services was unable to confirm the presence of eogo based on the logfiles provided; however, that did not mean that eogo was not present. The patient could be monitored for reduced flow with no improvement back to baseline or persistent low flow alarms. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible to in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Patient support was ongoing.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.